Event description:
High blood glucose levels[blood glucose increased]. Case description: a pt who used an induo insulin doser for an unknown length of time to treat type 2 diabetes, reported that pt experience hyperglycaemia because the doser would not dispense any insulin. The pt reported that no insulin was dispensed on 3 days because they noticed that during the period of these three days pt blood glucose levels increased from the 200 mg/dl range to the 400 mg/dl range and then to the 500 mg/dl range. In june 2002 pt realized the issue and went to the hospital. Where they rec'd an injection of insulin (type and brand unknown). Pt was discharged later on the same day after pt blood glucose levels had normalized. The pt recalled noticing the plunger within the cartridge was not moving in 2002. Pt mentioned that they did not think much about it since pt had primed the new cartridge. After coming home from the hosp 2 days later, pt tried using a new cartridge in the closer, but the plunger would still not function. The pt explained that they normally prime the doser with every new cartridge. The pt is completely recovered from the event.